Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak. The patient reported that fluid was coming from the very bottom of the cassette when they removed it from their cycler. It was reported that the cycler was dry. The fluid leak was discovered in the "treatment complete" step. There were no reported alarms or warnings prior to the leak, and the cause of the leak was unknown. Upon follow-up, the patient confirmed they were able to complete their treatment on the cycler. The fluid leak was not discovered until the cassette was removed from the cycler at the end of treatment. The patient confirmed there were no alarms prior to the leak. The patient stated they were not connected to the cycler when they noticed the leak. Still, they were unsure what the cause was. There was no fluid found inside the cycler, and the patient was adamant that the leak did not occur during their treatment. They stated the leaking happened when they removed the cassette from the cycler. The patient is continuing pd therapy on the same cycler and has not experienced any further issues. They discarded the cycler set that leaked and were unable to provide a lot number for the device. The patient confirmed that they did not develop any signs or symptoms of peritonitis, and they haven't experienced any adverse effects. The patient stated medical intervention was not required and confirmed that their peritoneal effluent fluid has remained clear. No further details were provided.